Event description:
It was reported that the local area boston scientific field representative was at the hospital for a schedule box change due to elective replacement indicator (eri). Upon device interrogation, it was noted that the zip telemetry had been disabled. The device was successfully replaced as scheduled and will be returned for laboratory analysis. No adverse patient effects were reported.